Event description:
Event description cpi received information that in november, seven months after initial implant, the physician had to perform an invasive procedure to reposition this patient's sweet tip bipolar lead. The lead remains actively implanted.